Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve sheath separation issue occurred. It was reported that due to the amount of force used to meet resistance when the dilator was advanced through the vizigo sheath, the hemostatic valve was bent up into the sheath. This was not noticed until the dilator was removed and there was blood backflow not stopped by the valve. However, the physician chose to keep the sheath in place and insert the catheter to complete the procedure. No adverse patient consequence was reported. Additional information was received on 1-mar-2022. A follow up question was asked as the returned device was inspected, and it was found that the connector was missing. The response received was that the reporter was not aware that anything was ¿missing¿. The dilator was a little difficult advancing and when removed the valve was gone. The hemostatic valve separation was assessed as a MDR reportable product malfunction. The resistance with sheath was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 05-apr-2022. It was reported that a patient underwent an atrioventricular (av) node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve sheath separation issue occurred. It was reported that due to the amount of force used to meet resistance when the dilator was advanced through the vizigo¿ sheath, the hemostatic valve was bent up into the sheath. This was not noticed until the dilator was removed and there was blood backflow not stopped by the valve. However, the physician chose to keep the sheath in place and insert the catheter to complete the procedure. No adverse patient consequence was reported. Additional information was received on 1-mar-2022. A follow up question was asked as the returned device was inspected, and it was found that the connector was missing. The response received was that the reporter was not aware that anything was ¿missing¿. The dilator was a little difficult advancing and when removed the valve was gone. Visual analysis revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo¿ sheath. The dilator was found in normal conditions. On the other hand, the connector was missing, but the customer stated that the issue did not occur during the use of the device, so it can be concluded that it occurred outside the manufacturing environment. A microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. Also, the vessel dilator and stsf catheter were introduced into the vizigo¿ sheath (with no brim cap) and resistance was detected. The outer diameter vessel dilator was measured, and it was within specifications. It should be noted that product failure is multifactorial. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and the physical damage observed in the dilator suggest that excessive force was applied. The hemostatic valve dislodgment could be related to the resistance detected by the customer. A device history record (DHR) evaluation was performed for the finished device [00001865] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h 4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions and recommendations on inserting the dilator into the vizigo sheath: -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. -if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed, an internal corrective action has been opened to address this issue. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the resistance with sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).